Manufacturer narrative:
Approximate age of device ¿ 1 year. The pump was returned to the manufacturer for evaluation, but the evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. A tissue-like thrombus formation was adhered around the inlet bearing cup. The thrombus appeared to have formed in laminated layers and showed areas of denaturing, indicating that it likely formed on the bearing over an undetermined amount of time while the pump was supporting the patient. Additionally, non-laminated depositions were present in the inlet tube, on the rotor body, and in the proximal side of the outlet stator. The depositions were not strongly adhered, lacked denaturing, and did not appear to have originated in these locations; however, their specific origins and a duration in which they were present in the pump could not be determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient had a routine transplant. The hospital staff also suspects that the pump had thrombus; however, that was not the reason that the pump was explanted.